Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No e/a alarm and no blank display anomaly noted during test. Device received with cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump had cracked on top battery lip and blank display. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer did not call back after receiving a new battery cap. Customer¿s mother was unsure if the customer got any alerts, states insulin pump had shut down and needed a new battery to turn it back on. Customer than confirmed they got an alarm but did not state which one. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.